Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. Five weeks post-operatively, the patient experienced vaginal discomfort and a poking sensation in the vagina during coitus. The patient was found to have a 0.8cm midline urethral mesh exposure. A procedure was performed approx two months later, to excise the exposed portion of the mesh. The patient was placed on estrogen therapy before and after the excision. Currently, there is no further mesh exposure but the patient's stress urinary incontinence has returned, although less than pre-operatively.